Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (12) pcu front case is being replaced due to no leds/power button not working. The customer confirmed that there was no patient involvement.

Event description:
It was reported that the (12) pcu front case is being replaced due to no leds/power button not working. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer¿s report the pcu front cases are being replaced due to no led¿s/power button not working was confirmed on some of the returned keypads. Test results identified 7 (s/n¿s (B)(6)) out of the 11 returned keypads failing to power on; however all their other soft keys were observed to be functioning as intended. On two of the other keypads (s/n¿s (B)(6)), certain keys were not functioning. On two of the other keypads (s/n¿s (B)(6)), one of the device¿s automatically powered on its system on light stayed lit while the other device¿s system on light intermittently turns on and off; however all their other soft keys were observed to be functioning as intended. This has been identified as a ¿watchdog error¿. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 11 printec p/n¿s tc10013664, tc10010217, and tc10012515). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, the keypads were found with sign of contamination where the flex cable meets the circuit layer and along the keypad circuit layer. During internal inspection, 4 of the 11 front case/keypad assemblies (s/n¿s (B)(6)) were observed with broken flex cable traces. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only front case keypad assemblies were provided for the investigation.